Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a broken slider switch on the scope socket. Additional evaluation findings are as follows: 1.) Deep scratch on top cover; 2.) Front panel mouth noted cracked; 3.) Lamp life expired. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel led lights were continuously blinking. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred from a broken slider switch on the scope socket. The specific root cause of the broken slider switch on the scope socket could not be determined at this time. Olympus will continue to monitor field performance for this device.